Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient report the steps they took to resolve the loss of stimulation as follows. At first the patient tried to take the batteries out of their "stimulator" to see if restarting would be of use. The first time it did. It continued to work for several more days (they believe) consistently until they noticed the following week that they were not receiving anymore stimulation. They tried to do the same steps as before this time they also had to put the charging belt on in order to shut it off completely or at least to where it showed that the stimulation symbol was not on anymore. Patient said it showed it was still stimulating even though it was not at all. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that they are not sure why the high impedances were high. The leads will need to be revised if the patient wanted to use the system again and feel stimulation. The leads have not been replaced. Surgery has not been scheduled yet. Rep indicated they would notify manufacturer as soon as they are replaced and will send them for analysis. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that the patient had met with healthcare provider (hcp) and manufacturing representative (rep) and they told the patient that the leads were "totally toasted" and grounded out. Patient said that it is stuck on constant power, which is why he is feeling zapping. Patient reiterated that he wasn't feeling stimulation and he wanted to know if his physical therapy might have caused the damage to his implant. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient came in and reported an out of regulation (oor) message on his patient programmer with a picture of a doctor. The rep reported that the patient could also no longer feel stimulation. The rep reported that the patient got the oor message shortly after returned from a physical therapy appointment where he did a lot of stretching. The rep reported that x-rays showed the leads hadn¿t moved. The rep reported that an impedance check showed all electrodes were greater than 10,000 ohms and not usable. The rep reported that there was no obvious lead fracture on x-rays and the leads still appeared to be in the battery. The rep reported that they were planning on doing a lead revision, but no date had been scheduled yet. The issue was not resolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was doing more physical therapy than usual and then they were no longer feeling stimulation; they had been doing pool therapy but this time they did more "physical" therapy. The patient indicated that it hurt and they had pain in their lower back and neck to the point where they called the office to notify them of the pain. They reported seeing a call your doctor and "ool" in the corner of their patient programmer, they couldn't remember exactly what the code was but the message appeared and disappeared a few times. When trying to troubleshoot the patient increased both p1 and p2 up to 8v but still felt nothing. Later they stated they did feel a dull stimulation that came and went higher in their back but that was not where the device was located; the stimulation was in the wrong location. They also had been feeling a zapping feeling that was like a tensing up their spine. No further complications reported.